Manufacturer narrative:
(B)(4) new am6130 smallbore extension sets w/6-port nanoclave manifolds were returned for investigation. There were no visual anomalies or damage observed. (B)(4) of the (B)(4) new am6130 smallbore extension sets w/6-port nanoclave manifolds were pressure leak tested and no leakage was identified as a result of the testing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 31aug2023. Updated information can be found in g1.

Event description:
The complaint occurred on an unspecified date and involved a 6" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer that was reported to be leaking from the 6-gang manifold. There was no report of human harm associated with this complaint. This emdr record reflects the second of two occurrences.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.